Event description:
During a minimally invasive surgical procedure at l4-5, s-1, as the surgeon was using the retractors, they were difficult to remove from the screws because each of the retractors were either bent or worn. The surgeon was able complete the surgery and remove the retractors without incident. However, 25 to 30 minutes was added to the surgery. No adverse effect to the patient was noted. This is report 2 of 3 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. This manufacturing evaluation is for three (3) of the same lot. Due to an unknown cause, the part exhibits heavy marks on the sharp corners where the gage number attaches to the parts. There is a nick on the end of the part, opposite the tab. Due to an unknown cause, the spring tab is severely bent and the part has deep scratches on the top surface near the tab. Based on the specifications at the time of the original manufacturing, the evaluation performed, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Product development event evaluation reports that only one part was bent or worn. The retention tab was bent outwards in such a way as to suggest that there was boney anatomy blocking the distal end of the tissue retractor retention tab. This could create a situation where it is difficult to remove the tissue retractor. The surgeon apparently used a pliers-type instrument to push the retention tab out and release it from the screw head. The other parts in this complaint were all functional and were all able to be easily attached to a screw and removed from the screw. The technique guide warns that the polyaxial screwheads need to remain free and mobile after insertion. If the screw is pressed up against boney anatomy to the point where the tissue retractor is difficult to release, the polyaxial screwhead would not be free and mobile. From a design standpoint, this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
This report is for three tissue retractors (part 03.616.037, lot 6486547).